Manufacturer narrative:
There is two 510(k) numbers for this device as it is manufactured as; k023331, and bk050036. Investigation summary: bd had not received samples or photos for investigation. Therefore, one-hundred [100] retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tubes. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes/ extenders with molding defects that were used. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: this is a report about dented tubes. According to the customer's report, tubes were found to be dented after blood collection.